Event description:
Caller reported a cgm malfunction, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, which involved performing a pump reset. After the reset, the error did not reappear, and the caller successfully began a new sensor session.